Manufacturer narrative:
One 8f fast-cath introducer sheath was received for evaluation. The reported event of a leak could not be confirmed. The dilator and guidewire assembly were also received. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a right-sided ablation procedure, a blood leak was observed from the hemostasis valve of the introducer. The sheath was replaced, and the procedure was completed successfully with no adverse patient consequences.